Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Cancer colon, lower anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? He checked that tissues were defatted and all tissues were captured by the pin. Was the retaining pin placed automatically or manually? Automatically. Was it verified that the retaining pin was seated in the hole? Yes. Was the device closed and repositioned multiple times prior to firing? Yes. Was the device difficult to close? Yes. Was the device difficult to fire? Yes. Was the distal transection completed in one or multiple firings? Multiple. Was the tissue cut at all? Yes. Were the staples properly formed? If not, please describe the shape and location of any improperly formed staples. No, it cut without stapling. If the device fired appropriate staples, did the surgeon attempt to cut between the staple lines? Staplers weren't appropriately fired. What was the reason for the decision to perform a colostomy? For tissues to heal. Is the colostomy temporary or permanent? Temporary. What is the current status of the patient? Ok, stable.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the retaining pin placed automatically or manually? Was it verified that the retaining pin was seated in the hole? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Was the tissue cut at all? Were the staples properly formed? If not, please describe the shape and location of any improperly formed staples. If the device fired appropriate staples, did the surgeon attempt to cut between the staple lines? What was the reason for the decision to perform a colostomy? Is the colostomy temporary or permanent? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, a contour stapler stapled and didn¿t cut. Surgery was delayed 60 minutes and a colostomy was performed.